Manufacturer narrative:
The fse removed, cleaned and reinstalled the blood sampling valve (bsv) to resolve the leak at the probe. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately one (1) ml from the probe of the coulter hmx hematology analyzer with autoloader. The fluid leak consisted of diluent, blood and clenz reagent. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.